Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm tubing was defective/damaged the clinical catheterization was successful and the blood vessels were unobstructed. However, the indwelling needle extension tube burst when injecting the contrast agent at a constant speed, causing the examination to fail. The patient had to insert the catheter again and make an appointment for the examination again.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Cancel MDR - duplicate of pr#(B)(4).